Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault was confirmed via product testing and log file review. The heartmate iii system controller (serial #: (B)(6) was returned for analysis and a log file was downloaded for review spanning approximately 3 days ((B)(6) 2020, (B)(6) 2020, (B)(6) 2000 per timestamp). Events from (B)(6) 2000 are from when the system clock was not set and the time of the events occurring during these timestamps cannot be determined. Captured throughout the log file were backup battery fault alarms which occurred only when the white power lead was disconnected. These alarms were coincident with circuit faults and cleared when the white power lead was reconnected. There were no other notable alarms in the log file. Pump operation was not affected. The system controller was functionally tested and passed all stages of testing. During preliminary testing it was observed that a brief backup battery fault alarm activated when the white power cable was disconnected; this did not occur on the black power cable. The system controller was opened, and it was observed the ribbon cable of the backup battery had a loose connection between a metal contact and the connector. The ribbon cable was replaced, and the reported event was resolved. The root cause of the reported event was determined to be from a loose connection of the backup battery ribbon cable; however, the root cause of the loose ribbon cable connection was unable to be conclusively determined. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including backup battery faults. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the controller was being used in a heartmate 3 functional demo pump set for hospital training. On (B)(6) 2020 a backup battery fault alarm appeared. The backup battery was exchanged but the alarm persisted. A malfunction of the controller was suspected.